Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt alarms) has been confirmed. Upon eval, there was an open black pulse wire in the trunk cable. The cause of the check belt alarms is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.